Event description:
It was reported that during insertion a broken haptic was noted intraoperatively. The incision was enlarged to remove the lens and a back up lens of the same model was implanted. Please reference MDR # 1119279-2014-00253 for the lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.